Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "system error 105" alarms was identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "system error 105" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent. The motor screw, motor assembly and acetal gear were replaced.